Manufacturer narrative:
Block e1: initial reporter facility name (B)(6) h6: device code a0401 captures the reportable event of basket wire break. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this zero tip basket underwent a thorough analysis. Visual analysis identified that one of the basket wire was broken. During functional inspection, the handle was actuated, and the basket was able to open and close. A review of the device history record indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis results, one of the basket wires was broken. This could be related to handling and manipulation of the device during preparation; it is probable that an excess of force applied to the device such as operational factors could lead to break the basket wire. Therefore, an investigation conclusion code of adverse event related to procedure was assigned to this investigation

Event description:
It was reported that a zero tip basket device was used in a ureterolithotomy procedure in the ureter. During the procedure, the device could not capture the stone and when the device was removed from the patient, it was found that a basket wire was detached from the device. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported that a zero tip basket device was used in a ureterolithotomy procedure in the ureter. During the procedure, the device could not capture the stone and when the device was removed from the patient, it was found that a basket wire was detached from the device. The procedure was completed with another of the same device and there were no patient complications reported.